Event description:
A home patient (hp) contacted global technical services regarding a check your position alarm that occurred on the homechoice (hc) unit during fill 1. The hp stated, the line was clamped and air was in the line. The technical service representative (tsr) assisted the hp with ending therapy. The hp confirmed to restart therapy with new supplies. No further information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Update to conclusion code, user error of closed clamp caused the event.

Manufacturer narrative:
(B)(4). This report of a check your position alarm during use was not confirmed as a sample or batch details were not available. Per the complaint information, the cause of the check your position alarm is user error - closed clamp. Labeling was reviewed for use error(s) and there were no issues and no label deficiency. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.